Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient had been in low-frequency ventricular tachycardia since september. On (B)(6) 2017 the defibrillator was noted to have reached premature battery depletion. On (B)(6) 2017 the device was explanted and replaced. The patient was in stable condition post surgery.